Event description:
User facility reported a thermal injury to the colon following a completed novasure procedure. On 5/16/08 the physician reported that prior to the novasure procedure he did a hysteroscopy and noted the pt's uterine cavity was "normal". The array of the first disposable novasure device did not fully deploy and he performed a second hysteroscopy and noted "a small area of scar tissue at the dome" which he "cut using the hysteroscope". The procedure was completed with a second disposable device. A post procedure laparoscopy was done and he noted "blood was oozing from two different spots on the uterine fundus within areas of apparent thermal change" and noted two spots on the colon that appeared "injured". He reported the pt was admitted to the hosp in 2008. Treatment included intravenous (IV) fluids and "a bowel prep". The pt was observed and "serial colonoscopies were done". The pt remained asymptomatic and was discharged three days later.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.